Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator in backup operation likely caused by event queue overflow. The patient subsequently presented in-clinic where the device was successfully restored and reprogrammed. The patient remained stable with no further issues.